Event description:
(B)(4). Event occurred in (B)(6). The patient reported that the new pipeline disconnected from the middle. The blood glucose level was normal and did not require any medical treatment. No further information available.